Event description:
Malfunction: high energy. Error message. The system operator reported that the system displayed "high energy" error message. The event occurred prior to surgery. The system was recalibrated and the procedures were completed uneventfully. The surgeon stated that no patients were impacted as a result of this event.

Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) was able to confirm in the database that the problem occurred at the time reported. He was unable to reproduce reported error. He instructed the user to perform energy checks twice after system has been idle for 1 hour or more, as a preventative measure. He completed a system verification, to specifications successfully. Conclusion: based on the results of the investigation the root cause was determined to be user handling. (B) (4). (B) (4). (B) (4).